Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determine. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. The lesion was pre-dilated with a 1.5x12mm and a 2.0x12mm mini trek balloons at 8 atmospheres (atm). A 2.5x33mm xience xpedition was stented at 10 atms and while removing the stent delivery system the check shot revealed a dissection at the distal end. The dissection was treated with a 2.5x18mm xience xpedition and results are very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.